Event description:
It was reported to philips that the device failed the self test. There was no patient involvement. A therapy pca was returned to the failure analysis lab. The therapy pca was tested and passed all testing. No fault found nff with this therapy board.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.